Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin and tobramycin (dose, routes, and frequencies unknown). At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed on potentially associated lot number h13c14042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c22037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).